Event description:
The reporter stated that the pt had damage to the tibialis anterior muscle, that was related to the device that had been implanted about one year ago. A surgical procedure was done to repair soft tissue. The surgeon observed no anomaly of the plate, the screws or the position of the implanted devices during the procedure. The implanted devices were not removed. Integra has requested more clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.